Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated a ticking sound. The device continued ventilating. The patient was removed from the ventilator, manually ventilated and transferred to another device. There was no reported of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for investigation. The device was powered on and passed testing. A circuit check was run several times and each passed. No abnormal noises were observed. The rear panel was removed and a visual inspection showed no anomalies with the pump bearings. The ventilator was allowed to run for several days and checked periodically. No abnormal noises were observed. The reported malfunction could not be duplicated as the device functioned as intended.